Event description:
(B) (4).

Event description:
It was reported that the caller was unable to elicit a magnet response. The patient had a 43 bpm heart rate, and no output was discussed. The device was last checked approximately three months prior and the battery voltage was 2.66v. The device was replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected patient code. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Further information received indicates the device was functioning at the time of explant. Therefore the conclusion has been updated to reflect this.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.